Event description:
It was reported that the patient presented for right ventricular (rv) lead replacement for loss of capture. The implantable pulse generator (ipg) was unhooked from old rv lead and plugged into new rv lead. There was no capture with the new lead with high outputs and bipolar pacing. Three attempts were made to plug into the new rv lead, but still no capture while programming was double checked and header was inspected. Plugged in new ipg to new rv lead and capture was restored. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01, ipg, implanted (B)(6) 2019. Product analysis # (B)(4): (B)(6) 2023. 16:00:46 gmt-0500 central daylight time analysis summary for pe#: (B)(4). Analysis transaction ID#: (B)(4). Model#: 407652. Serial/lot#: (B)(6). 'It was not possible to test the lead explicitly relating to thresholds/capture because that is dependent on patient physiology and tip-tissue interface which cannot be reproduced in the lab. However, the returned lead was analyzed to assess general and electrical functionality. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity testing of the distal (pacing), and proximal (sense) conductors. Analysis showed the lead performed within specifications. The lead did not contribute to the reported complaint. The specific analysis findings are listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2023 16:00:42 cst pli# 10 product ID# 407652 the full lead was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. The analyst noted that this is not a lead failure. Continuation of d10: product ID w1dr01. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.